Event description:
Boston scientific received information that during a device check prior to a normal changeout procedure out of range pacing impedances and high thresholds were noted on this right ventricular lead. The lead was capped/abandoned. A new lead was implanted. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
Additional information received noted that this lead was explanted and returned for analysis. Upon analysis this investigation will be updated.

Event description:
==

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was returned severed. Visual inspection noted set screw marks on all terminals and noted in the lead insulation. The conductor coils were deformed and puncture holes were noted in the insulation from a grabbing tool. The damage was confirmed to be induced. The lead was tested and passed continuity testing. Laboratory analysis could not confirmed the reported clinical observations.

Manufacturer narrative:
Should additional information become available this investigation will be updated.